Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The tip up fenestrated grasper instrument was analyzed and found to have the main tube is broken, and still hanging, there may be missing pieces, but the size of the missing pieces cannot be confirmed. Components adjacent to this broken main tube do show damage (proximal clevis is dislodged as a result of broken main tube). Additionally, the instrument was found to have a dislodged proximal clevis at the distal end near the main tube. The proximal clevis became dislodged due to the broken main tube. The complaint regarding distal tip broken and shifted was confirmed by failure analysis. The probable root cause can be attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that during central processing, the tip up fenestrated grasper instrument's distal tip was discovered broken and shifted during processing. There was no report of patient involvement. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following information: the damage was identified during transportation to decontamination, not during a case. The instrument wasn't broken during surgery, and the cables didn't appear to have any damage other than the shaft at the distal end. The shaft was still attached but was bent; there was no indication of detached fragments at the distal end. The instrument was still capable of opening/closing its tip manually.